Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "no ap fos waveform present" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required. Other remarks: related complaint (B)(4).

Event description:
It was reported the event occurred prior to insertion of the intra-aortic balloon (iab) in a patient of (B)(6) in height. The fiber o ptic sensor (fos) was connected (audible tones heard for connection and zero) to the pump and the iab was inserted. There was no arterial pressure (ap) fos waveform present message on the display. The rn then connected an ECG to the pump and started pumping with no fos waveform and then connected the central lumen to the pump and it was using the transducer for an ap source. The pump continued to use the transducer for an ap source. Additional information received from the clinical support specialist. Upon inspection of the fos connector, the tip was recessed below the housing. There was no reported patient death or complications.

Manufacturer narrative:
(B)(4). Other remarks: related complaint tc# (B)(4).

Event description:
It was reported the event occurred prior to insertion of the intra-aortic balloon (iab) in a patient of (B)(6) in height. The fiber o ptic sensor (fos) was connected (audible tones heard for connection and zero) to the pump and the iab was inserted. There was no arterial pressure (ap) fos waveform present message on the display. The rn then connected an ECG to the pump and started pumping with no fos waveform and then connected the central lumen to the pump and it was using the transducer for an ap source. The pump continued to use the transducer for an ap source. Additional information received from the clinical support specialist. Upon inspection of the fos connector, the tip was recessed below the housing. There was no reported patient death or complications.